Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information received by edwards. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. The valve's anchoring mechanism relies on radial force and septal contact, which may contribute to conduction disturbances. Additional risks include mechanical trauma from the guidewire or delivery system during deployment. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque valve in tricuspid position where at the end of the procedure, a temporary pacemaker lead was precautionary implanted through the evoque valve into right ventricle (rv). 8 days later, the temporary pacemaker was explanted, and afterwards the patient developed bradycardic atrial fibrillation with a heart rate of 20-30 bpm. Over the following days, the heart rhythm got slower, with av block iii pauses. On postoperative day 12, an epicardial right ventricular vvi pacemaker was implanted to normalize the patient's baseline rhythm.